Event description:
It has been reported to co that during the procedure the manometer of this device was defective. Reportedly, there was a "blockage of switch release". The info rec'd states that the device was used on a pt. However it is unknown if it was necessary to remove and replace during the procedure. Info requested but not rec'd. No pt injury reported.